Event description:
Pt says pt uses clinipad alcohol pads for everything. Pt has no energy, no appetite, body falling apart, losing muscle mass and bone density; had fever and can't isolate bacteria; had similar fever in 1980; bacteria not showing up on lab work; while blood cell count goes up and down. Has pain at surgery sites.